Manufacturer narrative:
H10: a philips service engineer (se) replaced the power management (pm) board. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1118 error code ((post) 5 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device displayed a 35v supply, and 5v supply failed error messages on screen. It was then noted that the biomed was able to confirm the error codes in event log. The rse advised the customer that the device can be serviced and an onsite service request was created.